Event description:
After giving an injection attempted to engage needle into the protection and didn't notice that the needle was bent and not fully engaged. The nurse received a needle stick from a hep c patient.